Manufacturer narrative:
(B)(4). The patient experienced pain, infection, urinary problems. The patient underwent pelvitex mesh implant on (B)(6) 2006, due to pelvic organ prolapse. The patient underwent a mesh revision on (B)(6) 2006, due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/13/2016. It was reported that patient underwent caudal epidural steroid injection on (B)(6) 2006 due to pelvic floor pain. It was reported that patient underwent pudendal nerve block with trigger point injections to pelvic floor musculature on (B)(6) 2007 due to pain. It was reported that patient underwent bilateral trigger point injections in the bilateral perineal area and labia majora on (B)(6) 2009 due to pelvic floor pain. No additional information was provided.

Manufacturer narrative:
(B)(4).